Event description:
Same case as #6000089-2005-00752. Fifty three days after a drug eluting stenting treatment procedure the pt expired. The target lesion being treated in the index procedure was a 3.0mm 99% stenosed region of the proximal right coronary artery (prox rca). The physician treated the leison with predilation and by successfully placing 2 taxus express2 8.8% 3.50x32mm drug eluting stents with an unknown overlap without complication. The pt was discharged six days later on plavix and aspirin. Fifty three days after the procedure the pt expired. In the opinion of the physician the cause of death was myocardial infarction, congestive heart failure, coronary artery disease, diabetes and the relationship of the pt's death to the target vessel is "unknown". There was no autopsy.

Event description:
It was further reported that target lesion 1 and lesion 2 were 28mm long. Rotablation was performed in the mid, proximal, and ostial segments of the right coronary artery (rca). Balloon angioplasty was then performed in the ostium of the rca. Target lesion 1 was treated with the taxus stent and post-dilatation, reducing stenosis to 0%. Target lesion 2 was treated with the taxus stent and post-dilatation, reducing stenosis to 0%. During the procedure the patient developed systemic hypertension which was treated with beta blockers and nitroglycerin. During hospitalization, the patient had short runs of asymptomatic svt and was treated with a beta blocker. Also during hospitalization the patient was diuresed due to an elevated bnp. Renal insufficiency and copd stabilized during hospitalization. The patient expired in the mergency room of an outside facility. No further documentation was available. Per death certificate the immediate cause of death was acute mi, other conditions leading to death include: coronary artery disease, congestive heart failure, and non-insulin dependent diabetes mellitus.